Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly and motor. Insulin pump had minor scratches on lcd window, cracked display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the insulin pump alarmed button error. The pump might have been exposed to moisture since the customer has been in hot weather and they have been wearing the device close to their body. The blood glucose was not reported. Nothing further was reported.